Event description:
It was reported that while stimulation was turned on, a loss of therapeutic effect occurred. This lack of efficacy occurred following a fall down the stairs as well as back injury from trying to start a lawn mower. The changes in stimulation and therapy were associated with the first fall down the stairs. This fall and change in therapy began about 2 weeks ago. A reprogramming session and addressing the possibility of a lead migration through a surgical revision maybe necessary.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient continued to have concerns regarding the implantable neurostimulator or therapy, but was working to resolve the issue. It was noted that the patient had appointments related to the issue on (B)(6) 2011, and (B)(6) 2011. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.